Event description:
It was reported that during implant of this pacemaker that this other manufacturer right ventricular (rv) lead exhibited high out of range pacing impedances measuring 2400 ohms. It was note a few weeks ago the rv impedances were greater than 3000 ohms. They tested the sensing and threshold values and they appeared to be normal. The physician programmed the device to a split configuration and impedances measured 2600 ohms. There was no noise that was noted. Boston scientific technical services recommended to perform a revision if impedances increase to greater than 3000 ohms. At this time, the pacemaker and other manufactures rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).